Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night they weren't feeling well, that they were feeling pain in their bladder and it kept them awake all night. The patient stated they felt like they had to go to the bathroom all the time and that when they would go to the bathroom, they couldn't go (couldn't urinate.) The patient stated they felt "this wave," of a "real bad spasm," and that would end but they wouldn't ever be able to go to the bathroom. The patient stated if they would bend over to pick something up, however, they would wet all over themselves. The patient stated if they sat in a chair, sometimes they'd feel the pain and that this was all a new development since last night (B)(6) 2022. Asked the patient if they'd had any traumas or falls and the patient stated they'd fallen on monday night (B)(6) 2022 while getting up to go to the bathroom. They thought they fell on the stimulator as they had fallen to their knees and over on the side where the stimulator was. The patient stated they were con cerned about it but they felt ok the next day and they were able to increase their stimulation and were able to feel it comfortably in the bike-seat region. The patient stated they'd also had a pacemaker placed yesterday. The patient stated they'd put a call into their managing health care provider (hcp) first thing this morning, however they hadn't heard back from them yet. Reviewed with the patient to seek medical attention, whether it be with their managing health care provider (hcp) or to even call their physician who'd done their procedure yesterday. The patient was going to reach out to their physicians and go to urgent care or the ER if necessary.